Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Ts (technical support) called back and reported to the customer that interference was observed on this patient only, on both analyzers suggesting to send samples to a reference lab. The most probable cause of the reported event was undetermined.

Event description:
On (B)(6) 2017 the customer reported a discrepant patient result with their hlc-723g8 analyzer. The customer reported that same specimen sa1c result 5.7 on one analyzer and 3.7 on other and both contain check peaks. Account ran full rack of patient samples on both analyzers and all results correlated. Also controls in range on both analyzers. Ts (technical support) suggested customer fax results.